Event description:
A surgeon reported that during a cataract extraction procedure, a patient experienced a corneal burn during the sculpt phase. Five sutures were required to close the wound. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).